Event description:
Dealer states chair has leaking motors. No injury or harm. Any further update will be provided in a follow up report. It was also reported no end user was involved.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.